Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error (line number 1970 file number 188) and pump error alarms due to a software error. Insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a software error detected alarm and a pump error alarm. The customer¿s blood glucose level was unknown. The device will be returned for analysis.